Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that during the procedure the delivery system quick release button disengaged. The physician reconnected the quick release button and successfully completed deployment of the stent graft. No clinical sequelae were reported and the patient is fine. The device was not returned to medtronic for analysis.